Event description:
MFR rec'd a report from the dealer alleging that the nurse came into the pt's room and found the pt's head stuck between the side rail and bed. Ems eval the pt and all vitals were good. Add'l info rec'd indicated that the pt died of a heart attack 4 days later. Family blame bed but dealer checked bed in home and rails were installed correctly.